Event description:
The customer called into technical support (ts) reporting that the device had a vent inop machine and proximal pressure sensors failed (ec 1007), and a vent inop data acquisition pcba adc reference failed (ec 100a). The da pcba, air flow sensor and o2 flow sensor did not have anything displayed in the ventilator info screen. The customer had an outside company come in for preventive maintenance and repair service. Prior to the service call, the customer reconnected the da pcba to the mc pcba cable, and all the information displayed; except the hours for the three were at zero. He claims the unit is operating fine but wanted to know if he can add the hours back to the da pcba, air flow sensor and the o2 flow sensor. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse provided the customer with the latest service manual and instructed him to go to section 7 and it will explain how to add the hours to the three parts. He does not have the cable to program the hours. The rse plans to be back another day. Further information is pending.

Event description:
The customer called into technical support (ts) reporting that the device had a vent inop machine and proximal pressure sensors failed (ec 1007), and a vent inop data acquisition pcba adc reference failed (ec 100a). The da pcba, air flow sensor and o2 flow sensor did not have anything displayed in the ventilator info screen. The customer had an outside company come in for preventive maintenance and repair service. Prior to the service call, the customer reconnected the da pcba to the mc pcba cable, and all the information displayed; except the hours for the three were at zero. He claims the unit is operating fine but wanted to know if he can add the hours back to the da pcba, air flow sensor and the o2 flow sensor. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse provided the customer with the latest service manual and instructed him to go to section 7 and it will explain how to add the hours to the three parts. He does not have the cable to program the hours. The rse plans to be back another day. Further information is pending.

Manufacturer narrative:
Upon further investigation, the following has been reported that the event occurred during preventative maintenance. Therefore, this complaint no longer meets reportability requirements.